Manufacturer narrative:
Initial reporter last name: (B)(6). Initial reporter address: (B)(6). Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor was broken. The break was observed "in the base of the spike that connects to the filling chamber". The issue was identified during unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between march 09, 2022 - march 10, 2022. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All parts of the device was found to be in normal condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.